Event description:
The pt had an angio-seal device deployed in 2003. The pt presented to the ER 3 days later with oozing and signs of infection at the groin site. The pt was admitted to the hospital, where they received IV antibiotics and was reportedly recovering.